Manufacturer narrative:
Correction made to d4: lot #: suspect lots h24a23069 and h24c13090 were reported (previously submitted as h24a23069) correction made to d4: expiration date: ni (previously submitted as 01/23/2029) correction made to d4: unique identifier (UDI) #: ni (previously submitted as [(B)(4).] Correction made to h4: device manufacture date: ni (previously submitted as 01/23/2024) additional information was added to h6 and h11: h11: a batch review was conducted for suspect lots h24a23069 and h24c13090 and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of a minicap transfer set. This occurred during use of device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.